Event description:
A customer site in (B)(6) reported that a false non-reactive result was generated for a donor sample when tested with the cobas taqscreen mpx test, ce ivd. The customer indicated that the donor sample was serology positive ((B)(6)) and a titer value was generated for the sample when tested with the abbott real-time (B)(6) test and the roche cobas taqman (B)(6) test (high pure).

Manufacturer narrative:
Investigation into this issue is ongoing, and therefore, no conclusion can be drawn at this time. Currently, roche is awaiting the return of the problematic donor sample for evaluation. Final investigative conclusions will be submitted through a follow-up report.